Event description:
Luer lock needles come in a box of 50. Inside the box are 50 individual packages. The box is the only place an expiration date is listed. The individual packages do not list an expiration date. Once the box is opened and discarded the date is gone. Solution- each individual package needs an expiration date.